Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years three months of post deployment, on computerized tomography-abdomen was revealed that there was evidence for an inferior vena cava filter in place was tilted superiorly towards the left side and inferiorly towards the right side. It was located to the right side of the t12 and l1 vertebral bodies. The filter seems to be located above the renal veins. The tip of the filter seems to be projecting outside of the lumen of the inferior vena cava towards the left side adjacent to the diaphragmatic crus. There were distal prongs which appeared to be projecting outside of the lumen of the inferior vena cava. The most significant one was located at the 2 to 3:00 position and seems to be projected near the proximal aspect of the left main renal vein. Some of the prongs anteriorly were located within what appears to be small bowel loops. Prominence to the right side of the inferior vena cava were projected in the mesentery between the inferior vena cava mid the right kidney. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.